Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to bending section cover during user handling of the device, causing the event to occur. However, a definitive root cause could not be determined. User can detect the suggested event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulation on the distal tip of the bronchovideoscope was covering the tip. The issue occurred during reprocessing. There were no reports of patient harm.